Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while lying on the couch at rest. Review of the data found two inappropriate shock deliveries and several untreated episodes. X-ray images were taken and initial review did not show any signs of an electrode impairment. Muscle noise is seen during testing and manipulation of the s-ICD reproduced other noise different than myopotentials. The patient was hospitalized and therapy programmed off in the device. The stored episodes and x-rays were sent into technical services (ts) for review. Upon review ts noted that non-physiological noise and a sudden decrease in signal amplitude caused oversensing leading to the inappropriate shocks on the primary sensing vector. Ts discussed that their review of the x-ray images was unable to evaluate electrode integrity, thus they recommended replacement of the complete system unless visual inspection of the electrode did not clearly indicate an issue. At this time the system remains implanted and no additional adverse patient effects have been reported. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. No additional adverse patient effects have been reported.

Event description:
It was reported that the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while lying on the couch at rest. Review of the data found two inappropriate shock deliveries and several untreated episodes. X-ray images were taken and initial review did not show any signs of an electrode impairment. Muscle noise is seen during testing and manipulation of the s-ICD reproduced other noise different than myopotentials. The patient was hospitalized and therapy programmed off in the device. The stored episodes and x-rays were sent into technical services (ts) for review. Upon review ts noted that non-physiological noise and a sudden decrease in signal amplitude caused oversensing leading to the inappropriate shocks on the primary sensing vector. Ts discussed that their review of the x-ray images was unable to evaluate electrode integrity, thus they recommended replacement of the complete system unless visual inspection of the electrode did not clearly indicate an issue. At this time the system remains implanted and no additional adverse patient effects have been reported. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. No additional adverse patient effects have been reported. The device was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.